Event description:
It was reported that the locking mechanism of the aseptic battery housing was not locking, which is caused by a malfunction of the delrin ball in the housing locking mechanism. Nothing fell into a surgical site, as this was determined while inspecting the device. There was no patient involvement and no allegation of adverse consequences associated with this event.

Event description:
It was reported that the locking mechanism of the aseptic battery housing was not locking, which is caused by a malfunction of the delrin ball in the housing locking mechanism. Nothing fell into a surgical site, as this was determined while inspecting the device. There was no patient involvement and no allegation of adverse consequences associated with this event.

Manufacturer narrative:
The device is available for evaluation but has not yet been received. Additional information may be submitted once the device is received and the quality investigation is complete. The device is available for evaluation but has not yet been received. Additional information will be submitted once the device is received and the quality investigation is complete.

Manufacturer narrative:
The reported event, not locking, was not duplicated and no failures were confirmed as the product for this investigation was not available for evaluation. Device not returned to manufacturer for evaluation.